Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and defibrillator experienced an increased in the pacing impedance measurement to 1800 ohms. It then recovered back to 800 ohms. Pacing thresholds measurements had also increased .an electrocardiogram (ECG) and x-ray revealed no abnormalities. The patient will continue to be monitored. No adverse patient effects were reported.